Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's mother also reported that the sensor was not adhering. The customer's blood glucose was 140 mg/dl and sensor glucose was 210 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm the adhesive anomaly due to the sensor was retuned opened and used.